Manufacturer narrative:
The products was returned to pentax medical for repair. We the technician checked the returned unit and confirmed that the ccd module with drive pcb objective lens cracked. Based on the result, we concluded that it was caused due to the physical damage applied on the ccd module with drive pcb. In addition, we the technician confirmed that the lcb (light carrying bundle) broken, the light guide cable buckled, the insertion flexible tube cut, the remote control buttons cut, the u/d pulley wire worn out, and the r/l pulley wire worn out; however, they these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR. Email : (B)(4).

Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure(objective lens broken).